Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion using a cadd cleo infusion set, the patient experienced elevated blood glucose levels along with large ketone levels. The infusion set and insertion site were subsequently changed, after which the patient¿s blood glucose levels decreased promptly. No additional adverse consequences were reported. Additionally, it was reported that needles and syringes were missing from the starter kit.